Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. H1: type of reportable event of serious injury is being submitted due to no defect being found on the returned products (meter and test strips). Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 14-mar-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 137, 168, 170, 155 and 156 mg/dl. The customer¿s expected am fasting blood glucose test result range is 110-120 mg/dl. The customer feels well and did not report any symptoms. Customer stated that she had contacted her doctor due to the high and erratic blood glucose test results. A meter-to-meter comparison was performed at the doctor's office and customer's blood glucose test result using the true metrix meter had been 148 mg/dl and test result using doctor's device had been 132 mg/dl; fasting/non-fasting status was not provided. No changes had been made to the customer's medical treatment plan. Nurse had advised customer to contact the manufacturer. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 05/31/2026 and test strips were opened 2 weeks ago. The meter memory was reviewed for previous test result history: result 1: 137mg/dl, date: (B)(6), time: 8:56 am fasting, result 2: 168mg/dl , date: (B)(6), time: 8:44 am fasting , result 3: 170mg/dl , date : (B)(6), time: 9:34 pm fasting , result 4: 155mg/dl , date: (B)(6), time: 10:35 am fasting , result 5: 156mg/dl , date: (B)(6), time: 10:32 am fasting.